Manufacturer narrative:
(B)(4). The stent remains in the patient. The lot number was provided. A follow-up will be submitted with all relevant information.

Event description:
It was reported via a trial that 3 days after the implantation of the acculink stent in the right internal carotid artery, the patient experienced blurred vision in her right eye. A clot was identified behind her eye with 25% damage to the eye. There was no reported treatment. The patient's blurred vision resolved. Though requested, there was no additional information provided.

Event description:
The customer stated after changing to architect (B)(4), the rate of grayzone reactive (B)(4) results was much too high then with the previous method. Additionally, the customer indicated physicians were complaining about the grayzone reactive (B)(4) results as patients with grayzone results are put in isolation. There was no impact to patient management reported.

Manufacturer narrative:
(B)(4). The reported patient effects of visual disturbances, ischemia and cerebrovascular accident (stroke) are known adverse events listed in the acculink instructions for use. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design or labeling.

Event description:
Subsequent to the previously filed medwatch reports, additional information was received indicating that the abbott vascular cmonitors committee adjudicated this event as an ischemic ipsilateral minor stroke. There was no additional information provided.

Event description:
Subsequent to the initial med watch, additional information was received indicating that the patient continues to have mild blurred vision in the right eye, but no loss of visual fields. The clot was specified as a right eye branch retinal artery occlusion.

Manufacturer narrative:
(B)(4). The stent remains inside the patient. The lot number was provided. A supplemental report will be sent with all relevant information. (B)(4).

Manufacturer narrative:
(B)(4). There was no reported product deficiency. The reported patient effects of embolism, neurological deficit/dysfunction and visual disturbances are known adverse events listed in the acculink instructions for use. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design or labeling.